Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7074319.

Event description:
It was reported that the implantable pulse generator (ipg) site felt heated and painful when charging. The patient also experienced electrical shocks at the lead site even when stimulation was off. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.